Manufacturer narrative:
Technical services discussed it could not be determined if the atrial pace placed the patient into the rhythm, however it appears that the patient's conduction timing had changed. Technical services also discussed that supraventricular tachycardia with aberrancy leading to detection enhancement declaration could not be ruled out. Records indicate the device remains implanted. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had fallen causing a subdural hematoma. The patient was placed on a ventilator. It was reported that the patient had received a shock on the day they had fallen. Strips were reviewed which showed the patient had an atrial pace (ap) followed by a ventricular pace (vp), and then a blanked atrial sense (as). The beat before tachycardia appeared to be fused. The patient then went into possible atrioventricular reentrant tachycardia or junctional tachycardia. The device detected and delivered anti-tachycardia pacing which resulted in ventricular fibrillation. The device delivered a 21 joule shock which successfully converted the patient. The physician felt the atrial pace placed the patient in the rhythm and should not have. It was unknown if the episode correlates to when the patient fell.